Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ra lead was capped and replaced on (B)(6) 2018 due to oversensing.

Event description:
New information received notes that there was significant noise on the atrial lead with and without mechanical arm movements. The patient was in great condition post procedure.